Manufacturer narrative:
H3 other text: device remains implanted.

Event description:
A patient reported being diagnosed with a titanium allergy after being implanted with a titanium implant in their cervical spine; it is not known if the implant in question is a stryker device.

Event description:
A patient reported being diagnosed with a titanium allergy after being implanted with a titanium implant in their cervical spine; it is not known if the implant in question is a stryker device.

Manufacturer narrative:
Coding has been updated to reflect completion of the investigation.